Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that leakage occurred with a syringe 10ml ll tip bulk pouch no print. The following information was provided by the initial reporter, (4 of 12) "it was reported there is "blood inside the 2nd stopper."

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a syringe 10ml ll tip bulk pouch no print. The following information was provided by the initial reporter (4 of 12): "it was reported there is "blood inside the 2nd stopper."